Event description:
It was reported that the bd ultra-fine short pen needle experienced difficult device operation, and product damage. The following information was provided by the initial reporter translated from portuguese to english : the patient reported that an insulin pen when choosing the unit to inject the medication, the dosage button locked and a piece of the pen itself fell out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (difficult or unable to operate) on this lot # 0014201. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 0014201 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.